Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported having to remove the dental implant 5 days after its installation, because the patient started presenting paresthesia. The implant was installed in the intraoral region #19 and the patient presented little mouth opening capacity.